Event description:
Per spontaneous call, pt received no disposable, clamp tubing for legacy (B)(4). Pt tried reattaching cassette, did not work. Advised pharmacy would send new pump to home address for early am. Pt is fine and will return malfunctioning pump. The product fault did not occur while in use with the pt. The product issue did not cause any injury to the pt. The back up device was available for the pt to use. Reported to (B)(6) by pt/caregiver.